Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd phaseal¿ optima injectors n35-o experienced foreign matter. The following information was provided by the initial reporter : phaseal injector was opened and there was a white powder within the packaging.

Manufacturer narrative:
Investigation summary one sample was provided to our quality team for investigation. Upon visual inspection of the product, white particles, which were identified to be pieces of tyvek paper using in the packaging of this product, were observed on the surface of the injector. A review of the device history was performed for lot 2111306, no deviations or non-conformances related to the reported problem were identified during the manufacturing process. Retained samples from the same lot along with twenty additional phaseal optima products were used for further evaluation. The product was inspected and no particulates were observed. Additional testing was conducted in attempt to replicate the particles that were observed, using an alcohol wipe and a standard dry wipe to clean the container prior to use. It was observed that when an alcohol wipe was used and more force was applied when cleaning the container, particle generation did occur. Sterilization tests were performed and the results were within specifications. The manufacturing of this product takes place in a clean room that is maintained under positive pressure to reduce the possibility of foreign matter. A review of the manufacturing records established that all cleaning of the packaging lines was performed in accordance with procedure. While we have seen particle generation when the product package is wiped vigorously before use, we cannot state that to be true for the incident reported, therefore we cannot identify a definitive root cause at this time.

Event description:
It was reported that 3 bd phaseal¿ optima injectors n35-o experienced foreign matter. The following information was provided by the initial reporter : phaseal injector was opened and there was a white powder within the packaging.